Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1ewac, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing "pain with device" after a motor vehicle accident. There was going to be an x-ray done and reprogramming was going to be conducted. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.